Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75mm x 20mm promus element plus stent was advanced but was not able to cross the target lesion. The device was able to be removed however strong resistance was encountered. The stent was checked outside the patient and it was noted that the proximal part was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent identified that the proximal edge of the stent was lifted and the stent struts were misaligned, as a result. No other damage was noted along the device. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75mm x 20mm promus element¿ plus stent was advanced but was not able to cross the target lesion. The device was able to be removed however strong resistance was encountered. The stent was checked outside the patient and it was noted that the proximal part was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.